Event description:
It was reported that pump screen went dark and would not turn on, and caller experienced extreme difficulty pressing button and needed multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to troubleshoot button use, continued to use current pump for insulin delivery, and was provided replacement pump under warranty, with instructions to place problematic pump in storage mode, reprogram settings, reconnect CGM on replacement pump, and return malfunctioning pump using prepaid label.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.